Manufacturer narrative:
The source of the patient's sepsis was not known. Subsequent blood cultures proved to be negative. As of the date of this report, the patient is being maintained on oral suppressive therapy. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. The pump remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Possible clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. In this case these factors may have also included the patient recurrent post-implant infection episodes and the progressive nature of the patient's underlying disease process. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient presented to the emergency department (ed) with a painful driveline (dl) exit site with exudate coming from the wound. He was admitted overnight. The patient was cultured and he was treated with intravenous (IV) clindamycin in the ed.  Repeated blood cultures drawn on (B)(6) 2017 were negative. The patient was discharged home with daily dressing changes on oral clindamycin. Previously drawn blood cultures proved to be positive for streptococcus mitis while dl exit site cultures proved to be positive for enterococcus faecalis. The patient returned to hospital where he received IV vancomycin. The patient is reported to have been afebrile during this admission. He was discharged home with a four-week course of oral doxycycline.